Manufacturer narrative:
B3: the event date was not reported therefore the aware date was used as an estimate. D6a: implant date estimated as occurring 6 years ago.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Six (6) years post implant the patient experienced a cerebral vascular accident and was restarted on anticoagulation medication.